Event description:
A surgeon reported during surgery a system message was displayed. The system was switched out while the surgeon completed a trabeculectomy and the surgery was completed successfully. There was no pt harm or injury reported.

Manufacturer narrative:
Product eval: investigation is in process. One sample has been received. The customer's complaint history was reviewed for the period of (B)(4) 2009 through (B)(4) 2010; this is the third event reported regarding this issue for this facility. There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. Root cause: constellation system message 3426 complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. Action taken: as a preventive measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. Alcon is currently working with the drain bag supplier to evaluate further enhancements to the drain bag design. (B)(4).